Manufacturer narrative:
Date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of occlusion call service alarms with high force. During testing, the pump successfully completed the ez-prime steps without any call service alarms, occlusions, or issues. The pump successfully completed the 24 hour duration test without any occlusions or call service alarms. The force sensor calibration was found to be within required specification. The original complaint of an occlusion issue was noted in the pump history but unable to be duplicated during investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.